Event description:
Boston scientific received information that the right ventricular (rv) lead displayed pacing impedance measurements greater than 2,000 ohms, along with no pacing and no sensing in unipolar and bipolar configurations. No asystole was observed as a result. A revision procedure was performed. Fluoroscopy indicated a lead fracture. The rv lead was surgically abandoned. No other adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.